Event description:
It was reported that the patient had his spectra concealable penile prosthesis removed due to inflammation and patient dissatisfaction with device bending during intercourse. The patient then underwent treatment for prostate cancer. An inflatable penile prosthesis was implanted on (B)(6) 2015. No further patient complications were reported in relation with this event.